Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note an add'l device implanted and related to the type ii endoleak: (B)(4).

Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, a computed tomography angiography revealed a proximal type I endoleak and a type ii endoleak originating from the inferior mesenteric artery. On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the type I endoleak. The physician chose not to treat the type ii endoleak at this time. The proximal type I endoleak was resolved and the pt tolerated the procedure.